Manufacturer narrative:
File review summary: initial testing with crrs lot r076. Cell 2 is positive for e and jka. The remaining cells are negative for e and jka. The echo generated negative result for cell 2. Cell 2=negative well score=1 visual review: image visually appeared negative. Repeat of crrs lot r076. Cell 2 is positive for e and jka. The remaining cells are negative for e and jka. Upon repeat, the echo generated a positive result for cell 2. Echo result=3+ visual review of image: moderate adherence/slight pooling of red cells in the center. Confirmed the reactivity of the e antigen on retention crrs 3, lot r076 with anti-e, lot 7d63011128. Confirmed the reactivity of the jka antigen on retention crrs 3, lot r076 with anti-jka, lot 63c214. A service call was made. The unit was tested and found to be operating within specifications with no problems observed.

Event description:
Customer reported unexpected negative reactivity when testing a patient sample with capture-r ready screen 3 (crrs 3) on the echo. The patient has a history of anti-jka. Upon repeat testing, the echo generated a positive result. No adverse event occurred as a result of the negative reactivity.